Event description:
Procedure: gastrectomy. According to the reporter: the orvil was inserted through the esophagus, descended into the intestine, and when the orvil was to be grasped to attach onto the eeaxl the sutures on the anvil broke off unexpectedly. They inserted a second orvil and then attempted to anastamose the tissue but that ripped off a part of intestine that was not suppose to be touched. A third orvil and second eeaxl were inserted and the surgeon realized that the damage done with the second set of instruments was too extensive so they decided to convert their laparoscopic procedure to an open technique. This conversion added approximately 2 additional hours to the surgery time. Patient status reported as fine.

Manufacturer narrative:
(B)(4).